Manufacturer narrative:
Film evaluation summary: the reported proximal endoleak could not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Procedural angiograms and post-implant CT's were not available for assessment of the reported event. Although the cause of the endoleak could not be determined, the anatomical factors reported to have caused the event, such as the patient's vascular morphology including a tortuous and reversed tapered short infrarenal neck were appreciated on the pre-implant images available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 80mm abdominal aneurysm. The patient was noted to have a tortuous and reverse tapered short infrarenal neck. It was reported that a proximal endoleak was observed during the final contrast study. An endurant ii cuff was implanted as treatment. The amount of contrast leakage improved but the leak was still present. Per the physician, the cause of the event was due to the patient's vascular morphology. No additional sequelae were reported and the patient will be monitored.